Event description:
A fire occurred in a house where the device was located. It has been reported that 2 people died and 3 people were injured as a result of the fire. The cause of the fire is under investigation.

Event description:
A fire occurred in a house where the device was located. It has been reported that 2 people died and 3 people were injured as a result of the fire. The cause of the fire is under investigation.

Manufacturer narrative:
Based on information provided, it is herein concluded that the I-limb access involvement in the incident is unlikely as a cause or contributor.